Event description:
It was reported that this right atrial (ra) lead was accidentally cut with cautery during old device removal. This ra lead was surgically abandoned, and a new ra lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.